Event description:
It was reported that the pump ¿died¿ on monday and an alarm began on friday; alarming ¿every 15 minutes or so.¿ the patient had been in withdrawal since tuesday afternoon. The patient woke up and her legs would not hold up, and she had rigors through her body. The patient went to the emergency room (ER) who sent her home. The patient felt terrible and that it was like a nightmare. The patient had been weaning off the pump drugs since late (B)(6), and that the concentration at the end was low. The patient¿s last refill was in (B)(6). The patient was previously given dilaudid to get off the morphine, but nothing was done to get off the baclofen. The patient had been given oral dilaudid and oral baclofen 10 mg at the time of the report. The patient was redirected to their healthcare provider (hcp). The pump system was previously being used to infuse baclofen (unknown) and morphine (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8840, product type: programmer.

Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j0039963r, implanted: (B)(6) 2000, product type: catheter. (B)(4).